Event description:
The dealer states the consumer got stuck in her chair because of the left motor. No further information was provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.